Event description:
It was reported that dr. (B)(6) removed the shell with the attached liner and v40 metal head. The cup was disassociated and removed by hand and cobb elevator. The head was removed with a bone impactor and had noticeable corrosion around the trunnion and inside the modular head when removed. Dr. (B)(6) revised the shell with a different brand cup, screws and liner and replace the head with a 36mm +4 head. The stem was well fixed. Dr. (B)(6) noted wear debris around the soft tissue supporting the hip joint.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.